Event description:
It was reported via phone call that the customer's insulin pump was exposed to moisture. The customer received a battery out limit alarm, as well a software error alarm. It was mentioned that there was a possible vent blockage. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.